Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that heparin tubing came apart and leaked. No patient harm or medical intervention was reported. No further patient/event information was provided.